Event description:
Autosuture clips were crossing on closure.====================== health professional's impression======================device malfunction.====================== manufacturer response for auto suture, tyco======================no response to messages so far.